Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported a hip revision surgery was performed due to dislocation. The head and liner were replaced during the surgery. The surgeon stated the patient was non-compliant with the post-op recovery plan.